Event description:
It was reported that oversensing of noise was observed on the right atrial (ra) lead. Lead damage was suspected. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported events of noise and suspected lead damage were not confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. During electrical testing the lead was shorting due to procedural damage at middle and proximal regions of the lead. X-ray examination did not find any indication of conductor fractures.